Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available, a follow-up report will be submitted. (B)(4). Note: event description references two devices from different lots failed to hold water therefore; a separate 3500a form has been completed under (B)(6) and MFR report #:2243969-2014-00123. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
It is reported that the fms balloon would not hold water, the syringe was attached when attempting to insert water into the balloon. The device was removed from the pt. Additional info received from complainant on (B)(6) 2014 via voicemail reporting no new device inserted after first two failed. No untoward effect to pt from attempts of two devices different lots.